Event description:
The nurse called and requested assistance in viewing the current basal rates. Assisted the nurse locating the basals, bolus history, and daily totals. The caller stated that the customer was hospitalized due to a severe hypoglycemia. The blood glucose reading was less than 15mg/dl. It was stated that the customer was unresponsive and unconscious and the she was brought to the hosp by the squad. Advised the nurse to call back with any other questions or to have the customer call us for add'l troubleshooting on the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.